Event description:
The user facility reported a fracture with the radifocus guide wire m device. Follow up communication with the user facility reported the following information: the tip of this device was fractured during the cannulation in the biliary endoscopic operation; the procedure was completed successfully; and no injury was reported with the patient as a result of this procedure.

Manufacturer narrative:
The main body and the fractured piece of the actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt confirmed a fracture at approximately 133mm from the distal end. The main body and the fractured piece was measured and confirmed to be approximately 2600mm in total. The fractured piece measured approximately 113mm. The main body measured approximately 2487mm. According to the specification of this product, the total length should be approximately 2600mm. From this it is most likely there is no portion missing from the actual sample. Magnifying inspection of the fracture cross-sections found that the urethane layer had been stretched toward the fracture-end on both fractures. On the main body side, the core wire was found to be exposed. Electron microscopic inspection of the fractures found some creases had generated on the urethane layer. The urethane layer around the fractures were removed for further electron microscopic inspection of the state of the fracture of the core wires. The fracture cross-section surfaces were found to be flat with the generation of the dimple pattern on them. There was no anomaly noted around the fracture which could be a trigger of the generation of the fracture. The outside diameters of the core wire segment and the urethane coated segment was measured on the undamaged segments and confirmed to meet manufacturer specifications, being comparable to that of a current product sample. The actual sample was subjected to tactile inspection for the lubricity of the surface. No catch was felt. It is likely that the hydrophilic coating has been applied along the wire properly. The kink resistance of the actual sample was determined and verified to meet manufacturer specifications being comparable to that of the current product sample. Previous tests have been conduct to reproduce the defect. These test were conducted on normal product samples. One of the four tests duplicated the reported defect. Test # 2: a product sample was subjected to repetitive bending forces at a 90- degree angle till it became fractured. Electron microscopic inspection of the fracture revealed that the cross section surface was in a rough state, with the generation of a dimple pattern. The state of the fracture was very similar to that of the actual sample was duplicated. A review of the device history record and product release decision control sheet of the involved product/lot# combination confirmed that there were no production-related problems or discrepancy in the inspection results. A review of the complaint files confirmed the involved product code/lot# combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, based on the investigation result, as a cause of this complaint, it is likely that the actual sample was subjected to repetitive bending forces at one point, where the core wire became fractured due to metallic fatigue and subsequent pulling force led the urethane layer to get ripped off. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, and separation of the guide wire's tip, damage to the catheter, or damage to the vessel. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).